Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported not receiving a replacement adc freestyle libre sensor, initially due to obtaining the error message when scanning the adc freestyle libre sensor. As a result, on (B)(6) 2022, the customer experienced unspecified hypoglycemia symptoms and was provided glucose by an hcp as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.